Manufacturer narrative:
It was reported that the hcu 30 builds too much ice, during patient treatment. The getinge field service technician (fst) was sent for investigation on 2021-04-13. The fst confirmed the failure. The ice sensor kit (material #70103.4528) was replaced. All function test passed. Ice sensor kit (material 70103.4528) was already investigated in a similar complaint in the getinge life cycle engineering, on 2020-04-16. The investigated ice sensor was damaged through corrosion. Electrical resistances for two out of three ntcs (negative temperature coefficient thermistor) showed readings significantly off specifications. The most probably root caused was corrosion that caused the negative temperature coefficient to show reading off specifications. Therefore, the most probable root cause for ice overbuild is a defective ice sensor due to corrosion. The product in question was produced in 2012-05-31. The review of the non-conformities during the period of 2012-05-31 to 2021-04-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure can be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number #: (B)(4). It was reported that the hcu 30 builds too much ice.